Manufacturer narrative:
No conclusion can be drawn.

Event description:
Received email from consumer stating "I slept over night in your product" and alleging the lenses "cut" the left eye and resulted in an "infection." The consumer states the event initiated an emergency department visit and an appointment with "a specialist." Numerous attempts to contact the pt by email, telephone and post have not been successful. This is being filed, worst case, as a serious injury due to the reported infection. Lot history review as follows: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.